Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device evaluation, the service center identified that no illumination was obtained. The service center found that no illumination was due to slipping of the light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no illumination occurred due to slipping out of light guide bundle. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.